Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient implants revised to two stage revision on grounds it may be infected. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes. Cement removal and stage 1 of two revisions carried out. A surgeon had the conversation below with me on the phone following this bearing change of an attune for suspected infection revision. The cement mantle was pristine and the base plate had no cement on it.

Manufacturer narrative:
(B)(4). Investigation summary no device was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.